Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn. Block h10: the returned speedband superview super 7 (handle assembly, ligator housing, and irrigation tube) was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached, with no damage noted and the bands did not overlap. The ligator housing teeth, and the thread around the ligator housing teeth were in good condition, as well as the suture hole. The handle slot had evidence that the trip wire was secured and functionally, when the handle was rotated, the click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed; however, the reported event of handle won't turn was not confirmed. Upon analysis, since the ligator housing returned with all bands attached to it, which means the bands were not deployed. The returned handle worked as intended when it was rotated 180 degrees until an audible click was audible; however, the trip wire was found tangled in a non-conventional way around the handle. It is possible that this could have caused the device to have difficulties when rotating the device during the procedure, consequently, causing the inability of the device to deploy the bands. Since it was reported that this problem was detected in the middle of the process, the technique used by the physician or nursing team when entering the device into the patient with the endoscope could have caused the trip wire to be tangled around in an unusual way, not being able to use the handle as it should be and later on the procedure not being able to deploy the bands as a consequence of not being able to use the handle. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, it was noticed that there was a great resistance felt from the knob. Additionally, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2023. During the procedure, when the handle was rotated, it was noticed that there was a great resistance felt from the knob. Additionally, the bands could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of handle won't turn.